Event description:
Syringe leakage. During coil embolization within a supra clinoid aneurysm, the trufill dcs syringe began to leak / saline sprayed out. A new syringe was used to complete the procedure. There was no adverse effect to the pt. The syringe appeared normal within the package. The wing lock was locked before he was increasing the pressure. The gauge on the syringe had not gone to the alternative zone. Before attempting to deploy the coil, the syringe did not exceed the black line beyond the position #3. There were no problems noticed with the syringe and the plunger did not move back or stripped. One coil was deployed using this syringe. The syringe began leaking upon 1st attempt to take the syringe to the green zone. This was exchanged to a new syringe to complete the procedure.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Please note add'l info will be submitted within 30 days upon receipt.